Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (via a manufacturer representative) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that an ins (implantable neurostimulator) pocket revision on (B)(6), 2018. On (B)(6) 2018 additional information was received from a manufacturer¿s representative stating that the cause of the ins pocket revision was shallow placement. It was reported that the issue had been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer¿s representative stating that the cause of the shallow placement was that the healthcare provider placed it too shallow. No further complications were reported.